Manufacturer narrative:
The exact cause of the incident could not be established. However, due to the optical channel malfunction, the user's sensor was unable to continuously display glucose and so the sensor was replaced before its normal end of life. G1-2 contact information was updated, h6 device code was updated to 1307, h6 results code was updated to 114, h6 conclusions code was updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported that the continuous glucose monitoring system did not provide an alert.